Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open axillary lymph node dissection, the surgeon was able to fire a few clips about three(3) and then it was not able to fire anymore. The clips could be seen left in the shaft of the device and it did not visually appear that a clip was jammed but after a few firings they could no longer get clips to load/fire. A new medium clip applier was opened to complete the case. There was no patient injury.